Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The video processor (vp) was returned for failure analysis and was not replicated from the field. In system logs, no error was found indicating the fault, confirming the failure occurred in the field. A visual inspection found the bezel and filter dirty. The vp was installed onto the golden system where the component functioned as expected. The golden system was set to run 10 power cycles and sat idle for one hour. Once testing was completed, system error logs were inspected, but no error could be identified. The complaint was not confirmed based on failure analysis. Failure analysis concluded that no root cause could be attributed to the reported issue; however, the cause is likely due to an electrical component failure within the vp.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the system could not recognize the e-200 generator. The e-200's indicator light and power button light were white. The customer performed a restart of the e-200 and system, but the same issue occurred. The customer verified that the e-200's lan cable connection was correct. The intuitive tech support engineer (tse) advised connecting an external generator. The customer did so and continued the procedure. The procedure was completed as planned no reports of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the video processor (vp) to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the vp for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.